Event description:
Customer called to report the pump's driver block was breaking in half and detached from the driver arms. Additionally the driver block traveled across the lead screw but the driver arms were locked in place and did not move with the driver block. Device was not dropped, bumped, or exposed to moisture.